Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive act and down buttons due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 557 mg/dl. Caller stated that the customer has not treated yet and the pump was tucked in her pants when she received the alarm. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.